Manufacturer narrative:
Block b3: the exact date of event was not reported. The date when the retrospective study was received by the american society for gastrointestinal endoscopy of may 2023 is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: the initial reporter facility name is department of internal medicine, division of gastroenterology, university of new mexico health sciences center, university of new mexico. Block g2: literature source: antonio mendoza-ladd; kenneth park; mohammad bilal, alexander schlachterman; sunil amin; george obeng; adnan khan; shyam thakkar. "Prophylactic stenting to decrease the incidence of esophageal strictures after extensive endoscopic submucosal dissection: the first u.s. Experience." Gastrointestinal endoscopy, the american society for gastrointestinal endoscopy 2023; volume 98 no. 6, pages 1000-1003. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf impact code f2202 captures the endoscopic procedure.

Event description:
Boston scientific became aware of events involving an agile esophageal stent through the article, prophylactic stenting to decrease the incidence of esophageal strictures after extensive endoscopic submucosal dissection: the first u.s. Experience, by antonio mendoza ladd, et al. The article details a retrospective review of patients from six academic institutions in the united states, all proficient in endoscopic submucosal dissection (esd). According to the study, one patient experienced stent migration. However, no major adverse events were reported. The stent migration may have resulted from the absence of a stricture at the time of stent placement or inadequate anchoring techniques. The stent was successfully removed 32 days after placement without difficulty. Please see the referenced article for full details and full listing of physicians and healthcare facilities. Note: it was reported that the agile esophageal stent system was implanted for prophylactic stenting to decrease the incidence of esophageal strictures after extensive endoscopic submucosal dissection. The IFU states, "the agile esophageal partially covered and fully covered stent systems are indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistula." The agile esophageal stent system is not indicated to be used for prophylactic stenting to decrease the incidence of esophageal strictures.